Event description:
Ous MDR - it was reported that 71 months after the implantation the patient received inappropriate shocks. During the follow-up on the next day oversensing could be seen on this lead. The lead was replaced and the ICD re-implanted. Apart from inappropriate shocks no further adverse patient side effects were reported.

Manufacturer narrative:
(B)(4) 2014 - we were informed this device was returned for analysis. We were also informed this patient is female and was born in (B)(6). Upon receipt, the lead was found dissected some 53 and 42,5 cm proximal to lead tip. The proximal part of the lead was not returned. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The visual inspection showed severe deformations of the proximal and distal shock coils which occurred most likely during explantation procedure. The conductor to the vcs shock coil was fractured most likely due to severe mechanical forces during the explantation procedure. During the analysis of the distal fragment no deviations were noticed which might be related to the oversensing issue mentioned in the complaint description. In summary, no indication of a material or manufacturing problem was noted during analysis.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.